Event description:
It was reported that the customer received multiple occlusion alarms. Customer noticed 2 small crack on the cartridge. Troubleshooting was performed and found the occlusion occuring at the cartridge. Customer changed cartridge and was able to successfully resume insulin delivery. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.